Event description:
Affilate reports that during transfer of a pt from ICU to MRI the sensor was damaged resulting in the inability to monitor the patients icp post MRI. The sensor had to be removed. Major contribution factor was technique of transfer to MRI from ICU.